Event description:
It was reported that the scm12 received both green and blue cable errors during the case. The cables were checked and another probe was tried with no success. The case was able to be finished with no patient consequence.